Event description:
Rn reported to me that primary IV tubing (lot (10) r20d02129) disconnected from leur lock connector. Per the rn, she attached the tubing and screwed the lock per usual, then the tubing became disconnected. She tried this a couple of times without success and the assistance of co workers. Rn primed new primary tubing (of a different lot #) for the patient and was able to successfully attach tubing.